Event description:
It was reported that patient experience connect to power alarms on (B)(6) 2025 around 5:45am, the same alarm happened as on the previous mobile power unit (mpu). All cords/connections checked. The aa batteries were changed in mpu, and the serial number was checked and confirmed to not be a part of the mpu recall. The system controller was exchanged, and log files were submitted for review. The event log file captured a couple instances of low voltage hazard events on (B)(6) 2025 while the patient was using the mpu. There were other low voltage hazard events on (B)(6) 2025 while the patient was on battery power. Some random power cable disconnect alarms were also noted, that were not associated with power source changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Alarms occurring in (B)(6) 2025 on the patient's previous mpu are reported under MFR #: 2916596-2025-02900.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: primary UDI corrected. Manufacturer¿s investigation conclusion: the investigation confirmed the reported irregular intermittent alarms while connected to the mobile power unit via log file analysis. The log file contained multiple low voltage advisories and power cable disconnect alarms while the system controller was connected to the mobile power unit. On (B)(6) 2025 at 23:16:38, the white power cable was disconnected from external power and one second later the black power cable is also disconnected from external power. The no external power alarm triggers at 23:16:39 and resolves by 23:16:51 when the white power cable is securely connected to the mobile power unit (mpu). It is unknown if the system controller was properly connected to the mpu at the onset of the no external power alarm. On (B)(6) 2025 at 4:51:46 while connected to the mpu, both power cable rsoc lines dropped to 0v triggering power cable disconnect and low voltage alarms. By 4:52:33 the white power cable was connected to external batteries, which resolved the low power hazard. It appeared that the black power cable was still connected to the mpu (indicated by the 14.88v seen for the black power cable bus voltage) until 4:53:04. All alarms up to this point occur while connected to the mobile power unit. From 4:54:07 to 4:54:12 it appears the white power cable was reconnected to the mpu; however, the rsoc value was registered as invalid with a voltage of 0v and the power cable disconnect alarm was active. The alarm resolved when the white power cable was reconnected to external batteries; a similar rsoc event repeated from 5:46:10 - 5:46:55. The power cable disconnect alarms were triggered by the rsoc value fully depleting on the power cables. Low voltage hazards indicate the same issue as the irregular power cable disconnect alarms to a lesser extreme for rsoc value, or when bus voltage is maintained and both rsoc values are depleted. The no external power, power cable disconnect, and low voltage alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was returned for further investigation. A root cause for the reported event could not be determined off the information provided. The device history records were reviewed, and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power, low voltage, and power cable disconnect alarms. The "patient care management" section of the instructions for use instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. G) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. C) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.